Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/13/2019.

Event description:
The customer reported a (led) alarm failure. There was patient involvement, but no one was harmed.

Manufacturer narrative:
G4: (B)(6) 2020 b4: (B)(6) 2020 the manufacturer¿s field service engineer (fse) confirmed the reported led alarm failure issue. The fse replaced the pcba power management. (Printed circuit board assembly) to address the reported problem. In addition, the fse replaced lower grille, the rubber feet, the rear filter, the air filter and the upper cover. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.